Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient had been in atrial fibrillation (af) which was not captured by the device. The icm remains in use. No patient complications have been reported as a result of this event.